Event description:
Related manufacturer report number: 2017865-2024-02035 during follow-up, noise resulting in oversensing was observed on the right atrial and right ventricular leads. Lead damage was suspected, although not confirmed. Abbott technical support was contacted and confirmed the event. No intervention was performed. The patient was in stable condition and will continue to be monitored.